Manufacturer narrative:
Approximate age of device ¿ 28 days. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced shortness of breath and fatigue and was found to have a gi bleed. The patient¿s hematocrit was 24%, hemoglobin was 7.6 g/dl, and his platelets were 406 10^3/ul. The patient was hospitalized and received 2 units of packed red blood cells.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A specific cause of the reported gi bleed and a direct correlation to the device could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.